Manufacturer narrative:
PMA/510(k)#: p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1257693 was returned for evaluation, with the open original packaging. With the information provided, a physical examination and a document based investigation was carried out. Additional information provided, stated that the wire guide used is unknown. It is not known if the device was flushed prior to use, as per the IFU. Pre dilation was conducted prior to stent deployment. The patient was noted as having calcified/tortuous anatomy. On evaluation of the returned device, the overall device length was measured as 124.6cm, which is within specification of 125.0cm +1/-2cm. A severe kink was noted in the stent retraction sheath, distal to the strain relief. This may have occurred during transport, as the device was returned without the packaging tray. Approximately 2cm of broken stent remained attached to the delivery system. Rippling was seen along the stent retraction sheath (srs) for 17cm from the strain relief. During the evaluation, the handle was opened and it was observed that the retraction wire was pulled from the srs. Blue residue was noted on the retraction wire. Additional information was requested from the customer in regards to the kink distal to the strain relief, and the rippling in the srs. However, as of the time of the investigation, this information was not available. The customer complaint is confirmed based on broken stent. Possible causes for this occurrence could include the calcified/tortuous patient anatomy. This would lead to high deployment forces, which would result in the retraction wire becoming separated from the stent retraction sheath, and therefore the partially deployed stent. However, as the conditions of use could not be replicated in the laboratory setting, a definitive root cause cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of the device involved in this event. Initial description submitted as follows: as reported to customer relations, "the physician was deploying the zilver tw stent and after flowering the stent he continued to roll the stent deployment handle and the thumb wheel handle stopped rolling and lost all tension. At this time, he pulled the entire system out of the patient. A partial portion of the stent broke off inside the patient. A new stent was deployed over the broken portion of the stent to ultimately open up the vessel. No portion of the complaint device remains inside the patient except for the stent."

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1257693 is to be returned for evaluation at a later date. Once the device is returned, a laboratory evaluation will be carried out and the investigation shall be updated with the new information. Additional information provided, stated that the wire guide used is unknown. It is not known if the device was flushed prior to use, as per the IFU. Pre dilation was conducted prior to stent deployment. The patient was noted as having calcified/tortuous anatomy. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include high deployment forces and calcified/tortuous patient anatomy. However, as the device has not been returned at time of investigation and the conditions of use could not be replicated in the laboratory setting, a definitive root cause cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1257693. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
As reported to customer relations, "the physician was deploying the zilver tw stent and after flowering the stent he continued to roll the stent deployment handle and the thumb wheel handle stopped rolling and lost all tension. At this time, he pulled the entire system out of the patient. A partial portion of the stent broke off inside the patient. A new stent was deployed over the broken portion of the stent to ultimately open up the vessel. No portion of the complaint device remains inside the patient except for the stent."